Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no similar incidents. All available information was investigated and the reported partial clip movement appears to be related to challenging patient anatomy/morphology (posterior prolapse and very rotated heart). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na h3 other text : the clip remains in patient.

Event description:
This is filed to report the clip moved after deployment, requiring an additional clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted however moved slightly after deployment. Another clip was implanted to further reduce the mr and stabilize the first clip; however the mr remained at 4. Imaging was very difficult throughout the procedure. This issue reportedly caused a delay but the delay did not result in adverse patient sequelae. No additional information was provided.